Manufacturer narrative:
The product was returned for investigation. There was a rupture found from the center part to the proximal part of the balloon. It is considered that the reported event was caused by local contact with a lesion, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that balloon rupture occurred. The balloon used for a calcified lesion with 75% stenosis in rca(#3) for pre-dilatation. The balloon ruptured during the inflation at under the rated burst pressure. Then the doctor performed stent placement. No complications were reported.